Event description:
It was reported that during a laparoscopic left nephrectomy, the surgeon attempted to use a bipolar atraumatic grasper that malfunctioned. The grasper jaws would not open and close. The instrument was removed and the jaw mechanism appeared to be broken. The surgeon stated that no metal pieces were seen in the stomach. X-ray was taken which was negative for metal pieces. The surgeon stated that he did not see any foreign material or objects besides his clips and staples. A stapler was used to complete the nephrectomy. Upon visual examination of the grasper, one side of the grasper opens. Pt developed hypotention in the recovery room which resolved with fluids. Pt had a complicated post-op course related to metastatic carcinoma, diabetes, and end-stage renal disease. Patient's status stabilized, and she was discharged to nursing home.

Manufacturer narrative:
Product has been forwarded to the MFR for evaluation. A follow-up report will be sent to FDA at a later date.